Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, it was reported the pt was having recharging issues. An x-ray was taken, but the results were not reviewed until (B)(6) 2011. The pt had been dismissed by their health care provider. It was then reported the pt's device appeared to be flipped in the pocket. Troubleshooting was suggested, but no pt outcome was reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.